Event description:
It was reported that the patient presented with a pacemaker that was not showing impedance measurements. No changes or intervention was reported. The patient condition was unknown.

Manufacturer narrative:
The reported event of missing impedance measurements from the fastpath report was confirmed. The session record provided was reviewed by abbott engineering and it was determined that there was a invalid value, which prevented the impedance measurements from completing. The root cause of the invalid was unable to be determined with the information provided.